Event description:
Healthcare professional reported a xen®45 gts event described as "patient developed choroidal effusions postoperatively day 3." The device was removed due "to the patient having abnormal non healing conjunctiva" and a wound leak. The choroidals has now been resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bleb-related leakage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen®45 gts event described as "patient developed choroidal effusions postoperatively day 3." The device was removed due "to the patient having abnormal non healing conjunctiva" and a wound leak. The choroidals has now been resolved.